Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 562 mg/dl. Customer experienced thirst, jumpy vision and was treated via manual syringe. Troubleshooting for the motor error was performed. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer received motor error alarm during the rewind process after changing out their set and reservoir. Customer performed and passed both the self-test and displacement test. Customer was assisted with manually priming the insulin pump and the motor error alarm did not recur. Troubleshooting for no delivery alarm during manual prime was performed. Customer resolved the issue with a complete set change. Customer advised the device would freeze during the prime/rewind process. Customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.